Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. No further information was provided.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a completely broken grip at the grip base. A piece approximately 0.2180" x 0.0795" was found to be broken off and hanging. The broken piece was returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar (fb) jaw was broken. The customer used a backup fb instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (afe) on 22-mar-2024. The following additional information was provided: the molded insulator is broken, and as a result the grip is hanging freely. The grip appears to be attached to the rest of the instrument by the conductor wire and as such would not cause fragment fall into patient.